Manufacturer narrative:
The device was returned to johnson & johnson medtech (j&j medtech) for evaluation on 13-jan-2026. Therefore, section d9 has been updated. A visual inspection and deflection test of the returned device were performed following j&j medtech procedures. Visual analysis revealed that the tip was bent and with holes in the pebax. The analysis of the picture received showed biological material at the tip area; however, the physical device was received without the biological material. This evidence could have been lost during the decontamination process. The deflection test was performed, and it was found that the catheter was unable to deflect due to the puller wire being found broken inside the handle. The issues reported by the customer were confirmed. The potential cause of the broken wire cannot be conclusively determined. The potential cause of the bent tip and holes in the pebax could be related to the manipulation of the device during the procedure; however, this could not be conclusively determined. The instructions for use (IFU) contain the following recommendations: do not use excessive force to advance or withdraw the catheter when resistance is encountered; ensure the catheter deflects and straightens easily before insertion. Do not use the catheter if excessive resistance is encountered. As part of johnson & johnson medtech's quality process, all devices are manufactured, inspected, and released to approved specifications. Explanation of codes: investigation findings: separation problem (c070603) / investigation conclusions: cause not established (d15) / component code: steering wire (g04121) were selected as related to the biosense webster inc. Analysis finding of the broken puller wire. Investigation findings: material and/or chemical problem identified (c06) / investigation conclusions: cause not established (d15) / component code: sleeve (g04115) were selected as related to the biosense webster inc. Analysis finding of the ¿holes in the pebax.¿. Investigation findings: mechanical problem identified (c07) / investigation conclusions: cause not established (d15) / component code: tip (g04129) were selected as related to the biosense webster inc. Analysis finding of the bent tip. Investigation findings: no device problem found (c19) / investigation conclusions: no problem detected (d14) were selected as related to the physical device that was received without the biological material. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ¿ paroxysmal ablation procedure with a thermocool smarttouch and during the operation, catheter was unable to deflect or relax completely. There were no wires being exposed. There was no resistance or difficulty during insertion or removal of the catheter. The device was not pre-shaped. A photo was provided which shows a black shadow; however, the reporter is unable to provide further information about it. A second device was used to complete the operation. There was no adverse event reported on the patient.

Manufacturer narrative:
The ¿suspected medical device¿ reported in section d of this report is not marketed in USA or approved by the FDA. However, it is being reported as biosense webster considers this as a similar device to thermocool smarttouch approved under p030031/s078. Photo evaluation details: a picture was received for evaluation following johnson & johnson medtech (j&j medtech) procedures. According to the picture provided by the customer, the piston of the catheter was observed activated; however, the tip of the catheter was observed not deflected. Also, it was observed that the pebax of the catheter is broken and bent with a biological material on it. Biological material was observed on the electrodes as well. No foreign material was observed inside the pebax. A manufacturing record evaluation was performed, and no internal actions related to the reported complaint condition were identified. The customer complaint was confirmed based on the picture received. The device has not been returned for analysis and the root cause is unable to be assigned based on the current evidence. If the device is received in the future, the product investigation will be performed and updated accordingly, and any action will be taken if necessary. As part of johnson & johnson medtech's quality process, all devices are manufactured, inspected, and released to approved specifications. Explanation of codes: h6. Investigation findings code of "appropriate term/code not available (c22)" represents photo/video analysis. Investigation findings: material and/or chemical problem identified (c06) / investigation conclusions: cause not established (d15) were selected as related to the photo provided and broken pebax that was observed during photo analysis. Investigation findings: mechanical problem identified (c07) / investigation conclusions: cause not established (d15) / component code: tip (g04129) were selected as related to the bent catheter that was observed during photo analysis. Investigation findings: operational problem identified (c13) / investigation conclusions: cause not established (d15) / component code: electrode (g0201501) were selected as related to the biological material that was observed during photo analysis. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).